Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116", "defib fault 72" and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.